Event description:
Pt underwent bilateral augmentation mammoplasty with left mastopexy performed 1/6/87. She had a xeromammogram performed 9/8/92 that showed left implant failure with material into the axilla. She underwent biopsy on ?/8/95 which returned breast parenchyma with silicone material. On 12/5/95 she underwent removal of breast implant and implant material rupture extending past the capsule markedly infiltrating surrounding tissue on the left. She also had the right intact implant removed with total capsulectomy.